Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h3, h4, h6. Corrected fields: d9, e1, e2, e3, g2. The device was not returned for evaluation. No device logs were provided by customer. A definitive root cause could not be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the insufflator failed to maintain or recover lost pneumo during suction general surgery procedure. The issue occurred during a therapeutic laparoscopic cholecystectomy procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.